Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient reports has trouble finding implant with recharger and stated "it moved a little," pt clarified still in the pocket but it grew "a while ago." Agent did not clarify further. The patient was able to connect on the call. No further complications were reported.